Event description:
The customer reported that the unit had a delay in powering up once the unit was turned on.

Manufacturer narrative:
The customer reported that the unit had a delay in powering up once the unit was turned on. A philips field service engineer evaluated the unit at the customer site, and duplicated the symptom. He replaced the power pca, and this resolved the problem.